Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating that the device "does not function." It is known the device was used in surgery and there was a delay in surgery with no injury. It is not known if medical intervention occurred. There was no additional information provided.